Event description:
Bd insyte autoguard 20 ga IV catheter malfunctioned. When the nurse removed the item from the safety cap the needle was seen to be through the plastic IV catheter. Fortunately, the nurse saw this malfunction and did not attempt to insert the needle. We do not have the needle as an example, but do have the package information on the device. Lot number 2346710 - exp. 2015-12.